Manufacturer narrative:
The patient identifier is (B)(6). UDI not available; device not distributed in us. Report source: japan. The device was returned to olympus and foreign matter was found in the nozzle; this complaint is most likely the result of insufficient cleaning. During testing and inspection, the following was also found: the customer¿s complaint (poor drainage) was not confirmed. In addition, the connection cover discolored, the adhesion of the bending section cover was cracked and cloudy, scratches on the image guide, a scratch was found on the side of the device, scratch on switch number 1. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use they observed poor water drainage. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter in the nozzle this report is being submitted for the malfunction found during evaluation (foreign matter in the nozzle).

Event description:
Additional information indicates the event was observed during opening inspection prior to a gastroscopy examination.

Manufacturer narrative:
Correction: b3 and information in b5 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was that there was silicone based foreign matter inside the nozzle. Regarding silicone-based substances, it is used for the packing of air and water supply buttons, the packing of the mouthpiece of the water supply tank, and the mounting part of the injection tube. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope": "[inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope." Olympus will continue to monitor field performance for this device.